Event description:
Umbilical catheter placed in newborn. When neonatal nurse practitioner was attempting to pull line back for correct placement the catheter broke. Had to be removed and new catheter placed. Catheter had been sutured.